Event description:
Implant date: 1995. Revision surgery on 04/30/1996 at which time a pseudoarthrosis was found and implants were replaced. Post operative x-ray revealed hardware loosening and evidence of a pseudoarthrosis. Not reported to have been explanted.